Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the sales rep on behalf of the customer that the surgeon was revising the trident cup in situ and that the ceramic insert had broken and the metal liner was badly worn. He added that the femoral stem was left untouched and that they used a competitor revision socket. The explants are being contaminated and will be returned.